Manufacturer narrative:
Additional information index procedure was prompted by unstable angina. Patient had a medical history of diabetes, hypertension and previous pci. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure, one endeavor sprint stent was implanted in the right coronary artery. Approximately 46 months post index procedure, patient suffered from cerebral hemorrhage and died. The death was classified as vascular death. Investigator assessed that the event was not related to index device or antiplatelets medication.